Event description:
Boston scientifc crm received information that this pacemaker which has been at less than three months longevity remaining in the recent past, suddenly produced three readings of five years longevity remaining. The device will be explanted in the near future and returned for evaluation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. Visual inspection was unremarkable for any device anomalies. The device functioned within specifications during pacing and sensitivity testing. Based on the available information, the device exceeded the nominally predicted longevity. The observation noted in the field is consistent with programming the device to higher settings at the end of life, resulting in the longevity remaining showing > 5 years. This is a known condition. The device was re-programmed at explant, which corrected the observation noted in the field. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientifc crm received information that this pacemaker which has been at less than three months longevity remaining in the recent past, suddenly produced three readings of five years longevity remaining. The device will be explanted in the near future and returned for evaluation.

Manufacturer narrative:
The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.